Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella support, ongoing ¿low purge pressure¿ alarms were observed. Purge pressure and purge flow values were noted to fluctuate during this time. Troubleshooting was performed, and no leaks were identified. All system connections were verified to be secure. The user was advised to replace the purge cassette. The purge cassette was planned to be exchanged, and the removed cassette was retained for return to the manufacturer for evaluation. No signs or symptoms of patient injury or patient harm were reported in association with this event.